Manufacturer narrative:
The patient¿s medications include; gleevec, coumadin, atorvastatin, aspirin, metoprolol, and finasteride. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to component migration, aneurysm enlargement and rupture.

Event description:
On (B)(6) 2006, the patient underwent endovascular treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On (B)(6) 2018, the patient presented to the hospital emergency department with a ruptured aortic aneurysm. Imaging revealed the proximal aortic neck had dilated over time due to disease progression. Reportedly, the trunk-ipsilateral leg component had loss circumferential wall apposition and had migrated distally (~5cm). It was reported, the aneurysm had enlarged (amount unknown), resulting in rupture. That same day, an emergent procedure was performed whereby two medtronic aortic extenders were implanted for proximal extension to the level of the renal arteries. On (B)(6) 2018, a post-implant ultrasound identified evidence of a type iii endoleak/disconnect between the gore trunk-ipsilateral leg component and the medtronic devices. An additional procedure was performed, whereby an aptus endoanchor system was used to fixate the previously implanted gore and medtronic devices to the proximal aortic wall. Final angiography showed resolution of the rupture, good patency of all devices and the patient was reported to have tolerated the procedure.